Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Pump passed the dat test. Unit received with stripped battery cap coin slot (p). Unit received with partially broken off piece at the reservoir tube lip. Unit received with cracked case at the display window corners and battery tube threads. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they were hospitalized on (B)(6) 2017 due to low blood glucose. The customer had passed out and would not wake up. The paramedics was dispatched. They were treated with intravenous therapy. The customer¿s blood glucose at the time of the admission was too low to be read. They were off the insulin pump for less than 48 hours prior to the hospitalization. Their current blood glucose was 179 mg/dl. Troubleshooting was performed on the device. Additionally, the customer reported that they were unable to open the battery cap on the insulin pump. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.